Event description:
Spontaneous disconnection of miniset from pd catheter titanium adapter. The date of how long the set was in use is unk. There was no injury or medical intervention associated with this incident.